Manufacturer narrative:
The touchscreen assembly was received and evaluated. The customer reported malfunction was verified. The root cause was identified to be the ul_lr and ur-ll resistance were out of specification.

Manufacturer narrative:
G4: 21dec2020. B4: 08jan2021. The field service engineer (fse) confirmed and duplicated the reported issue when calibration of the touchscreen would not resolve the issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. No other abnormality was observed. The unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24dec2020.

Event description:
The customer reported a ventilator experiencing a touchscreen issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.